Manufacturer narrative:
Patient information not provided as site declined, quoting the canadian privacy regulation. Software investigation not completed at time of this report.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since there were at least three documented attempts made to retrieve logs with no additional information made available. No further investigation could be performed.

Event description:
A medtronic representative reported that, while in a spine procedure, using navigation with the 2d c-arm tracker, images appeared accurate at the beginning of the procedure. When verifying the location of hardware during live fluoro, the system was alleged to be inaccurate. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.